Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 3ss cv secondary infusion flowed back into the primary infusion. The following information was provided by the initial reporter: material no: 2426-0007 batch no: unknown. Material no: 72213n batch no: unknown. It was reported that a secondary infusion back flowed into the primary infusion. We had a secondary infusion backflow into the primary tubing this morning. We tried changing out just the secondary tubing to see if that worked but it, didn¿t so we got a new primary and secondary set and that worked correctly.

Event description:
It was reported that as lvp 20d 3ss cv secondary infusion flowed back into the primary infusion. The following information was provided by the initial reporter: material no: 2426-0007 batch no: unknown material no: 72213n batch no: unknown it was reported that a secondary infusion back flowed into the primary infusion. We had a secondary infusion backflow into the primary tubing this morning. We tried changing out just the secondary tubing to see if that worked but it, didn¿t so we got a new primary and secondary set and that worked correctly.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-30 h6: investigation summary one primary tubing (model #2426-0007) and 1 secondary tubing (model #72213n) were returned by the customer. It was reported that a secondary infusion back flowed into the primary infusion. The samples were examined for defects and abnormalities. No defects or abnormalities were observed. Functional testing was performed by using a primary bag filled with clear saline which was then used to prime the set. The secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to the primary set. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag at least 9.5 inches higher than the primary bag fluid level, and all of the clamps closed. The secondary set was primed with the secondary roller clamp fully opened. An infusion was completed using the bd alaris pump module (dchu-0008) at 125 ml/hr with a vtbi of 125 ml. No backflow was observed throughout the infusion. No blue fluid from the secondary bag was found to be flowing into the primary bag throughout the infusion. The failure was unable to be replicated, and the complaint could not be verified. A device history record review could not be performed on model 2426-0007 because a lot number was not provided by the customer. A device history record review could not be performed on model 72213n because a lot number was not provided by the customer. A root cause was unable to be determined because the failure was unable to be replicated. See h10.